Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5 as found condition: the axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament broken. Testing/analysis: the axium prime coil could not be advanced out of the introducer sheath as it was found to be stuck and was retracted out proximally. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed, but the cause could not be determined. Possible causes of coil stretching are, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance, damage to micro catheter or incompatible catheter. Customer reported vessel tortuosity as minimal, devices were prepared per IFU, no friction was noted during test or delivery of coil, continuous flush was administered, no repositioned was performed. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the coil stretching could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The event is reported conservatively at this time based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil was found stretched. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm in the anterior communicating artery with a max diameter of 8.2 mm and a 3.4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the surgeon was preparing to deliver the coil to embolize the aneurysm during the surgery, but found that the coil was stretched inside the protective sheath and could not be used. It was reported the coil was stretched. There was no friction or difficulty during testing or delivery. The continuous flush was administered during the procedure. The damaged/stretched located was on the implant coil. The physician did not reposition the coil during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received. The cause of the stretch was not determined there were no issues that resulted in the damage that was found.